Event description:
Additional information received revealed the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.

Event description:
It was reported the patient received a replace generator soon message. As a result, the patient plans to undergo surgical intervention on a later date.